Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer also reported their insulin pump a had a no delivery circle on the screen. Customer's blood glucose was 121 mg/dl at the time of the call. Customer was advised to check their battery compartment for damage or corrosion. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.